Event description:
Report received from abbott international affiliate which states "broken of the neck which contains the bung. After the insertion of the blunt cannula, during blood withdrawal, a leakage of blood in the environment occurred. No people contamination." Add'l pt and info has been requested, but no further info has become available.